Manufacturer narrative:
Internal reference number: (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka surgery, after distal bur and lug prep, the surgeon used a punch tool, pun in the size 6 cutting block with the visualize cut tool and rotation was off by 6 degrees. They verified the checkpoints on one (1) real intelligence cori and nothing moved. The surgeon then used the standard sizing guide and agreed that punch holes were off, specifically the lateral one. They then used the standard sizers to set pinholes and cut the femur. The surgeon implanted the 6/6/9 poly. They verified the checkpoints and they still passed. The surgeon dropped the rod on the tibia. The procedure was resumed, after a significant delay, using the same device. No further complications were reported.